Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/10/2016 that on (B)(6) 2016, that the receiver's button(s) do not respond. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failures related to the customer's complaint. The receiver log was reviewed and a screen error alarm was observed. The reported event of receiver button(s) do not respond was confirmed during log review. A root cause could not be determined.